Event description:
It was reported that during a da vinci si hysterectomy with pelvic-aortic lymphadenectomy procedure, arcing was observed coming from a hole on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was replaced and arcing was observed coming from a hole on the replacement tip cover. Another tip cover was installed and arcing was noticed coming from the third tip cover accessory used, causing a burn to the patient's bowel. The affected area of the patient's bowel was repaired and the planned surgical procedure was completed using a 4th tip cover accessory. Medwatch MFR reports 2955842-2012-00203 & 2955842-2012-00204 were submitted for the first and third occurrences of arcing.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that the tip cover was returned with various mechanical tears and a hole burned though the silicone. The silicone exhibits localized melting around the hole, indicating that an arcing event occurred. The hole is roughly .015 in diameter, and is located .160 above the silicone to sleeve interface. The tip cover also has a couple of mechanical tears in the general vicinity of the holes. When installed on the instrument returned with the tip cover, the hole in the tip cover is in the area of the proximal clevis. Engineering evaluation of the monopolar curved scissors (mcs) instrument used in conjunction with the returned tip cover accessory found that the distal end of the instrument shows no char marks or other signs of arcing. The metal components at wrist do not have abnormally sharp edges that would potentially damage the tip cover.

Manufacturer narrative:
Corrected information can be found in type of reportable event. Initial MDR was inadvertently sent with incorrect information in type of reportable event.